Event description:
Caller reported a malfunction on the pump, indicating a specific malfunction code, malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to switch to manual delivery of insulin via multiple daily injections (mdi) as a backup therapy. Technical support provided instructions on setting the pump to storage mode and steps for using the replacement pump, which was sent to the customer. The customer was instructed to return the malfunctioning pump using a return box and pre-paid label within 10 days.